Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the xenon lamp is down. Additional information has been received stating the lamp went out during surgery and the auxiliary lamp was switched on to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and replicated the reported event. The nonconforming xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).